Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm, its tubing was not primed. A new bottle of diprovan was just hung and there was no air seen during therapy, no additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump appeared to be infusing but was not during patient therapy. The tubing was not primed as a new bottle of diprovan was just hung. There was no air seen to be present and the device had no alarms. This occurred in the intensive care unit. There was no report of patient injury or medical intervention associated with this event.. No additional information is available. Correction d4: catalogue # - only a partial number of 35700 was provided. Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.